Manufacturer narrative:
Insulin pump received with blank display due to moisture damage electronic assembly. Insulin pump received with scratched case, pillowing keypad overlay, cracked case behind the pump near the battery compartment, cracked battery tube threads, serial number label fading and minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the device had a crack on the back. Customer's blood glucose was 7 mmol/l. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.